Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found lead to can insulation abrasion at 10.2cm to 10.4cm from the connector pin consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.